Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mehs was implanted concurrently with a hysterectomy due to stress urinary incontinence, cystocele and rectocele. Following insertion, the patient experienced pain, infection, urinary problems, recurrence, bleeding, dyspareunia and neuromuscular problems. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent bso, posterior repair due to pelvic pain/relaxation, dyspareunia, severe dysmenorrhea, atelectasis. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.